Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that there was a problem with the system software. After reviewing log fse found geometry logs error. Upon testing fse found there was a problem with the system software. To resolve the issue fse cleaned the rails. After cleaning the rails, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the system software. No harm to the patient or user was reported. Philips has started an investigation of this complaint.